Event description:
The device was used during a kidney/adrenal gland procedure. Reportedly the tip of the instrument disengaged into the pt's cavity. The surgeon was ablet to retrieve the component without injury to the pt.